Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. Customer¿s blood glucose was 23 mmol/l. Customer¿s blood glucose was treated with manual injections. Customer stated they received replace battery alert. Customer stated they had low battery alert prior to replace battery alarm. The insulin pump will not be returned for analysis.